Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the unspecified bd¿ pen needle the rear cannula end is broken. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the unspecified bd pen needle the rear cannula end is broken. There was no report of injury or medical intervention.

Manufacturer narrative:
One open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination was carried out and a broken non patient end of cannula was observed. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.